Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
We received a report that a female patient experienced blurry vision during a post operative examination. The intraocular lens was explanted on (B)(6) 2012. No adverse effect and no patient injury were reported.

Manufacturer narrative:
The explanted intraocular lens was returned to our manufacturing facility for evaluation. Visual inspection showed that the returned sample was covered with contamination, no optical deviations on the optic were found. The lens passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process. The device manufacturing records were reviewed and showed no deviations. The diopter measurement records were verified and were shown to be within specifications. The batch passed all acceptance criteria for all tests performed and was within all specifications. All pertinent information available to abbott medical optics has been submitted.